Event description:
It was reported that patient's system was unable to enter MRI mode and following recent weight loss the patient is experiencing pain at the ipg site. Troubleshooting revealed high impedances on a lead. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000118296.

Manufacturer narrative:
Additional information indicates that the left lead is not reportable as no intervention was taken on the lead.

Event description:
Additional information indicates that the left lead is not reportable as no intervention was taken on the lead.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.